Manufacturer narrative:
The event involves a device that is not sold in the united states, and no similar device is sold in the united states.

Event description:
The distributor representative, received a complaint from his customer (B)(6), on receipt at the hospital, 1 ampoule was broken and 1 ampoule was in a not sealed package.